Event description:
Related manufacturer reference number: 2017865-2022-17451. It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited loss of capture. The patient presented to a scheduled lead revision procedure. During the procedure, it was noted that the lv lead was dislodged and that the right ventricular(rv) lead exhibited decreased r-waves. The rv lead could not be re-positioned as the helix would not retract nor extend. The rv and lv leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece for analysis. The reported event of loss of capture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The double bend height measured with in specification.